Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that the customer is in the emergency room and the insulin pump keeps alarming. Customer was hospitalized on (B)(6) 2016 due to low blood glucose. Customer is still hospitalized and was wearing the pump at the time of the hospitalization. The pump was taken off when the customer made it to the hospital. Customer was not in an accident. Customer stated that she fell out of bed due to her low blood glucose and her friend called the ambulance. Customer also had a blank display and the display returned when a new battery was inserted. The insulin pump will be replaced due to the fluid found inside it. Caller stated that the pump screen was blank but the pump was still alarming. The pump was suspended and after inserting a new battery, an unexpected restart alarm occurred.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected restart, unexpected audio/beeping, or blank display noted during testing. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. Moisture damage was found on the electronic assembly, motor, battery tube, vibrator assembly and corrosion on the keypad traces however, no damage was found on the c13 lcd isolation tape during our visual inspection. The insulin pump passed the displacement accuracy test.